Event description:
The healthcare professional reported that approx 4 days post implant the pt presented to the hosp in cardiogenic shock. Echo 4 days prior had revealed high gradient across the aortic valve. Reoperation revealed a thrombus in a heavily plaqued right coronary artery. The valve was replaced with a 23mm valve during emergent bypass surgery. However, the pt expired several hours later resulting from continued arrhythmias and low output. The 21 mm valve was not returned.